Event description:
It was reported that the patients leads were damaged during a non device related spinal surgery. The patient underwent a lead replacement procedure and was doing well. Explanted leads will not be returned.